Event description:
Boston scientific received information that right ventricular (rv) lead displayed no capture at maximum outputs. Pacing impedance measurements decreased from 974 ohms to 387 ohms, with a decreased rwave measurement from 12mv to 7mv. A lead dislodgement was suspected. A revision procedure was performed and the rv lead appeared to have very little slack. It was unknown whether the observations were a result of a micro lead dislodgement or an exit block condition. The lead was successfully repositioned. No other adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted that the proximal segment of lead was only returned severed at 13 centimeters (cm) from the is-1 pin. The returned portion of the lead was subject to direct current resistance testing and passed on all paths, verifying that portion of the lead's electrical performance was intact. Analysis was unable to confirm the field allegation with the returned portion.

Event description:
It was noted that the patient expired approximately eight months later. There were no device product performance issues relating to the patient's death. A portion of the lead was returned for analysis six months later.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.